Manufacturer narrative:
Pt refuses to return device. No sample will be returned for investigation.

Event description:
Received info stating unit was blowing black dust while in patient use. No patient harm reported.